Event description:
The reporter indicated the surgeon used a ks-ni2 aq310ain pre-loaded injector. While advancing the lens in the injector, the lens ejected abnormally. The lens was implanted with no patient injury and there was no damage to the lens. Cause of this incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt age and weight: unk. (B)(4). Method: device work order search. Results: a device work order search was performed and one similar complaint were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned dry with no visible damage. Both the width and length were remeasured and found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. (B)(4).

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).